Event description:
It was reported on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa) using a 12f amplatzer torqvue 45x45 delivery sheath. The orifice of the laa was measured at 24mm while the landing zone was measured at 21mm. The patient had a previous atrial ablation prior to the procedure in conjunction. Transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) were used during the procedure. Transseptal access was inferior and posterior mid. The initial deployment was distal in the appendage, however when deploying the disk to accommodate complete closure of the appendage it was observed that the disk was too large and impinging on the mitral leaflets as well as overhanging on the coumadin ridge. The disk appeared to have an effect of the overall blood flow. In order to stabilize the occluder and avoid interacting with the mitral leaflets, the decision was made to allow the disc to rest inside the appendage. A tug test was performed and the device was occluding in all 4 views (45, 90, 135 and 0 degrees). After the close criteria was discussed the occluder was released from the delivery cable. Later that evening the patient crashed, requiring temporary pacing. A transesophageal echocardiogram (tee) was performed and showed the occluder embolized to the left ventricle near the mitral leaflets, causing a partial obstruction. The patient was taken to the catheter lab where the occluder was able to be snared and removed from the patient after 4 hours. Severe damage was done to the groin area and required repair. The surgeon noted that the vessels were dilated which made for a more difficult extraction requiring further surgical intervention to the vessels in the groin. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization post-procedure, cardiac arrest and partial obstruction upon extraction of device was reported. Abbott requested for imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention, and surgical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared, which made for a more difficult extraction requiring further surgical intervention. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa) using a 12f amplatzer torqvue 45x45 delivery sheath. The orifice of the laa was measured at 24mm while the landing zone was measured at 21mm. The patient had a previous atrial ablation prior to the procedure in conjunction. The patient's vessels in the groin were severely stenosed which made it difficult for the 19f non-abbott introducer sheath to be inserted. Transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) were used during the procedure. Transseptal access was inferior and posterior mid. The initial deployment was distal in the appendage, however when deploying the disk to accommodate complete closure of the appendage it was observed that the disk was too large and impinging on the mitral leaflets as well as overhanging on the coumadin ridge. The disk appeared to have an effect of the overall blood flow. In order to stabilize the occluder and avoid interacting with the mitral leaflets, the decision was made to allow the disc to rest inside the appendage. A tug test was performed and the device was occluding in all 4 views (45, 90, 135 and 0 degrees). After the close criteria was discussed the occluder was released from the delivery cable. Later that evening the patient crashed, requiring temporary pacing. A transesophageal echocardiogram (tee) was performed and showed the occluder embolized to the left ventricle near the mitral leaflets, causing a partial obstruction. The patient was taken to the catheter lab where the occluder was able to be snared and removed from the patient after 4 hours. Severe damage was done to the groin area and required repair. The surgeon noted that the vessels were dilated which made for a more difficult extraction requiring further surgical intervention to the vessels in the groin. Per the physician the groin damage was due to the non-abbott introducer sheath. The patient status was stable.